Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer had been receiving incomplete bolus alerts. A tandem clinical diabetes specialist had assisted the customer's son with addressing the alerts. The customer had been experiencing high blood glucose (bg) levels (500 mg/dl) and diabetic ketoacidosis (dka). On (B)(6) 206, the customer expired at home. The cause of death was listed as end stage renal disease. The customer's son thought that the high bg and dka may have contributed to the death. There was no device malfunction reported.